Event description:
A report was received that the patient was experiencing discomfort at the ipg site and it was determined that the battery was at a weird angle. The physician noted that the battery was not able to hold a charge. The patient underwent a procedure where the ipg was relocated and replaced per physician¿s preference. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.